Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced hyperglycemia event on (B)(6) 2025. The blood glucose level was found to be 25mmol/l and patient replaced infusion sets and resumed insulin successfully. No further information was available.